Event description:
Total knee replacement. It was an extremely painful operation. Pt was not able to administer the drugs for pain as pt was not conscious enough due to the excrutiating pain. Pt was given shot in buttock. Four months later, pt was having strange popping and clunking in the knee. You could hear it when pt walked, it happened to mention this to a friend who happens to be an orthopedic physician and he said don't do that it sounds bad. Pt did call the office and the nurse said that was normal and it was normal for the swelling. Pt was given an x-ray and was told everything looked fine now - laced up in a $525.00 knee brace pt with "soft tissue damage. Had pt known that insurance would only pay $67/35 on the brace pt would have gladly given it back. The dr said to use celebrex for the swelling. Pt told him that it irritates colon and he gave anyway. A few days later, pt ate and then took one darvocet so as to be able to walk around the grocery store. Within 2 days pt was vomiting up blood. Off to primary dr who gives pt ulcer medication, if pt takes a darvocet for pain. Pt has pills to take a stomach coater and still threw up blood for several days. Pt still does not feel as it has heeled there. Pain and swelling of the knee ankle and leg. The dr had four x-rays done and found that the polyethylene pad had come "iused" so at this point the MFR is sure it is dr error. The dr says it is a bad part and it is wright medical's problem and that they had had problems with hip joints a few years back. Meanwhile the first dr wants to race in and pull out the polyethylene piece and put another one on. Second opinion dr could tell that pt is having a failure of this knee, he feels it and hears it when pt walks. This dr wants to remove the knee. Now wright medical wants this knee back. They want to go over it with a fine tooth comb so that they can come back, and say all clear. Pt is partially disabled now. Having a bone scan pt asks what to do.